Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-22. It was reported that the replacement of the implantable neurostimulator (ins) resolved the end of its life (eol) issue, the stim was fully functional, and the explanted device was sent to pathology. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via manufacturer representative (rep). It was reported that the rep met with the patient for a device reset, but the implantable neurostimulator (ins) reached the end of its life (eol). The patient was going to be rescheduled for a replacement. It was noted that the ins reached eol due to compliance. The issue was not yet resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.